Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasions at 9.8-9.9 and 9.9-10.0cm from the connector leg, consistent with lead friction to the device can. The outer coil was exposed at these locations.

Event description:
This report is to advise of an event observed during analysis.